Event description:
It was reported that customer experienced ongoing high blood glucose and difficulty seeing insulin drops at end of tubing during tubing fill, with pump display reading ¿high¿ and glucose later noted in the 400s. Customer gave correction insulin by injection as backup, opened new cartridge and tubing, confirmed insulin drops with new tubing, and continued using infusion set already on body; clinical support reviewed correct use of room temperature insulin, avoiding reuse of supplies, site rotation, and when to seek emergency care, helped customer change tubing, arranged replacement infusion sets, and advised customer to monitor glucose closely and give additional corrections as needed while agreeing not to reuse supplies.